Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint, however the alarm was indicated in the logs. The calibrations were performed and the unit was returned to service. Customer contact reports no patient information is available.

Event description:
The hospital reported the unit alarmed during a case and lost the ability to mechanically ventilate in pressure mode. There was no report of patient injury.